Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes the vanishpoint syringe. Retractable technologies manufactures the syringe that is included in the convenience kit. Mckesson medical surgical does not undertake any further manufacturing or relabeling of the syringe. Lot number of the kit was not reported by the customer. We have notified asprsnowsopscell@cdc.gov of this report who will pass along this information to vanishpoint, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported that the vanishpoint syringe malfunctioned and the needle ended up spiking through the cover. We did not receive any information regarding direct patient injury as a result of the malfunction.